Event description:
Information was received indicating that, this re-chargeable battery pack likely caused the ambulatory infusion pump it was in service with to have a red screen and declare a system fault. The nurses narrowed it down to occurring while the pump was in continuous delivery mode and when the re-chargeable pump battery went under 50%. The patient was unresponsive at the time of the fault. The patient was hospitalized due to the event, and current status of the patient is unknown. No additional adverse patient effects were reported.

Event description:
The patient was being administered total parenteral nutrition (tpn). The patient's blood sugar was stabilized in a hospital setting.